Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete event, patient and device information. A search of the complaints didn't finid any other complaint with the same lot number. A review of the bhr/lot record was conducted with no relevant findings. A completion of reporting on the evaluation and testing of the returned device is pending. This report is the initial report being submitted by vasorum. All available information has been placed on file in the customer complaint files of vasorum ltd for appropriate tracking, trending and follow-up.

Event description:
It was reported that the user felt that the proximal wing of the implant did not seem to deploy as the handle on the delivery system kept rotating in a counter-clockwise manner. In view of this and the fact that bleeding was noticed to be coming up around the sheath, the user decided to dissect down to the device and found that the implant while still attached to the delivery was in the soft tissue. 30 minutes of manual pressure was used to achieve hemostasis and the device with the implant attached was removed from the patient. The patient had no complications and was discharged on time.

Event description:
It was reported that the user felt that the proximal wing of the implant did not seem to deploy as the handle on the delivery system kept rotating in a counter-clockwise manner. In view of this and the fact that bleeding was noticed to be coming up around the sheath, the user decided to dissect down to the device and found that the implant while still attached to the delivery was in the soft tissue. 30 minutes of manual pressure was used to achieve hemostasis and the device with the implant attached was removed from the patient. The patient had no complications and was discharged on time.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete event, patient and device information. A search of the complaints didn't finid any other complaint with the same lot number. A review of the bhr/lot record was conducted with no relevant findings. The actual device was returned for evaluation on 14-sep-2022 and analysis showed no defects with the device and it was working in accordance with specification. This report is the final report being submitted by vasorum. All available information has been placed on file in the customer complaint files of vasorum ltd for appropriate tracking, trending and follow-up. Medical device problem code 3191 was used as no other feasible code was found for the preferred term "adverse event without identified device problem".